Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing retainer ring, missing reservoir tube o-ring, broken reservoir tube lip and cracked case behind the pump near the battery tube compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was cracked at reservoir compartment. Customer's blood glucose was 5.2 mmol/l. Insulin pump would need to be replaced.